Event description:
Hcc ruptured, causing bleeding [liver carcinoma ruptured]. Dc bead m1 loaded with 75 mg epirubicin [off label use of device]. Case description: initial information received on 24-aug-2016: this medical device report was received from a physician via a company representative and concerned a (B)(6) male patient. The patient's medical history included äthyltox liver cirrhosis, multifocal hcc (hepatocellular carcinoma), some lesions under till 1 cm, and one lesion in segment 8 4,5 x 5,2 cm (that is the fracture). On an unspecified date the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration date not reported). The intervention was unobtrusively. On (B)(6) 2016, 3 hours after the procedure, the patient was standing on the roof terrace smoking and collapsed. The CT showed a bleeding in seg. 8 (big lesion). Four hours after the m1-debtace the hcc ruptured and the patient went back to the angio suite for coiling of the bleeding (emergency angio), intratumoral artery. Surgery was performed the next day. On an unspecified date, 2-3 days later, bi-segmentectomy was performed. 80 % tumor necrosis was visible. The patient was released home after 10 days on an unspecified date. The outcome of hcc ruptured was not provided. The reporting physician did not provide an assessment regarding seriousness or causality for the event but mentioned that this is a rare complication. The company considered the event 'hcc ruptured, causing bleeding' to be serious (medically significant, intervention required) and off label use of device to be non-serious. The treatment was assessed as off-label use of dc bead m1, since dc bead m1 is indicated only for use with doxorubicin or irinotecan and not with epirubicin. Case comment: liver carcinoma ruptured and off label use of device are considered unlisted according to dc bead m1 current reference safety information. In the absence of the reporter causality, the company considered the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Hcc ruptured, causing bleeding [liver carcinoma ruptured] dc bead m1 loaded with 75 mg epirubicin [off label use of device] case description: initial information received on 24-aug-2016: this medical device report was received from a physician via a company representative and concerned a (B)(6) male patient. The patient's medical history included &#276;hyltox liver cirrhosis, multifocal hcc (hepatocellular carcinoma), some lesions under till 1 cm, and one lesion in segment 8 4,5 x 5,2 cm (that is the fracture). The patient's concomitant medications were unknown. On an unspecified date the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration date not reported). The intervention was unobtrusively. On (B)(6) 2016, 3 hours after the procedure, the patient was standing on the roof terrace smoking and collapsed. The CT showed a bleeding in seg. 8 (big lesion). Four hours after the m1-debtace the hcc ruptured and the patient went back to the angiosuite for coiling of the bleeding (emergency angio), intratumoral artery. Surgery was performed the next day. On an unspecified date, 2-3 days later, bi-segmentectomy was performed. 80 % tumor necrosis was visible. The patient was released home after 10 days on an unspecified date. The outcome of hcc ruptured was not provided. The reporting physician did not provide an assessment regarding seriousness or causality for the event but mentioned that this is a rare complication. The company considered the event 'hcc ruptured, causing bleeding' to be serious (medically significant, intervention required) and off label use of device to be non-serious. The treatment was assessed as off-label use of dc bead m1, since dc bead m1 is indicated only for use with doxorubicin or irinotecan and not with epirubicin. Case comment: liver carcinoma ruptured and off label use of device are considered unlisted according to dc bead m1 current reference safety information. In the absence of the reporter causality, the company considered the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Follow-up information received on 23-sep-2016: this medical device report was received from a physician and concerned a (B)(6) male patient born on (B)(6). The patient did not receive any concomitant medication. On (B)(6) 2016, the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration reported as not applicable). Debtace was performed superselectively and was completely uneventful. On (B)(6) 2016, 4 hours after the procedure, the patient experienced hcc ruptured with high risk for peritoneal seeding. On an unspecified date, platelet count was at 103.000/[?]l, alanine aminotransferase was at 119 u/l, blood bilirubin was at 0.9 mg/dl, blood creatine was at 1.03 mg/dl. The other unspecified lab data were within normal limits. The outcome of hcc ruptured was fully recovered after 3 weeks, after a surgical procedure/resection. At the time of the report, the patient was still doing well and CT/MRI scans were planned to look for seeding in the abdominal cavity. The reporting physician reported that the hcc rupture occurred within 4 hours after debtace procedure and therefore assessed the event as related to debtace with dc bead m1. Information relating to the (B)(6) request will be provided in the final report. Case comment: liver carcinoma ruptured is considered listed, while off label use of device is considered unlisted according to dc bead m1 current reference safety information. In line with the assessment of the reporting physician, the company considers the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use of device is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Hcc ruptured, causing bleeding [liver carcinoma ruptured]; dc bead m1 loaded with 75 mg epirubicin [off label use of device] . Case description: initial information received on 24-aug-2016: this medical device report was received from a physician via a company representative and concerned a (B)(6)-year old male patient. The patient's medical history included &#276;hyltox liver cirrhosis, multifocal hcc (hepatocellular carcinoma), some lesions under till 1 cm, and one lesion in segment 8 4,5 x 5,2 cm (that is the fracture). The patient's concomitant medications were unknown. On an unspecified date the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration date not reported). The intervention was unobtrusively. On (B)(6) 2016, 3 hours after the procedure, the patient was standing on the roof terrace smoking and collapsed. The CT showed a bleeding in seg. 8 (big lesion). Four hours after the m1-debtace, the hcc ruptured and the patient went back to the angiosuite for coiling of the bleeding (emergency angio), intratumoral artery. Surgery was performed the next day. On an unspecified date, 2-3 days later, bi-segmentectomie was performed. 80 % tumor necrosis was visible. The patient was released home after 10 days on an unspecified date. The outcome of hcc ruptured was not provided. The reporting physician did not provide an assessment regarding seriousness or causality for the event but mentioned that this is a rare complication. The company considered the event 'hcc ruptured, causing bleeding' to be serious (medically significant, intervention required) and off label use of device to be non-serious. The treatment was assessed as off-label use of dc bead m1, since dc bead m1 is indicated only for use with doxorubicin or irinotecan and not with epirubicin. Case comment: liver carcinoma ruptured and off label use of device are considered unlisted according to dc bead m1 current reference safety information. In the absence of the reporter causality, the company considered the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Follow-up information received on 23-sep-2016: this medical device report was received from a physician and concerned a (B)(6)-year old male patient born on (B)(6). The patient did not receive any concomitant medication. On (B)(6) 2016, the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration reported as not applicable). Debtace was performed superselectively and was completely uneventful. On (B)(6) 2016, 4 hours after the procedure, the patient experienced hcc ruptured with high risk for peritoneal seeding. On an unspecified date, platelet count was at 103.000/ microl, alanine aminotransferase was at 119 u/l, blood bilirubin was at 0.9 mg/dl, blood creatine was at 1.03 mg/dl. The other unspecified lab data were within normal limits. The outcome of hcc ruptured was fully recovered after 3 weeks, after a surgical procedure/resection. At the time of the report, the patient was still doing well and CT/MRI scans were planned to look for seeding in the abdominal cavity. The reporting physician reported that the hcc rupture occurred within 4 hours after debtace procedure and therefore assessed the event as related to debtace with dc bead m1. Information relating to the bfarm authority request will be provided in the final report. Additional information on 27-oct-2016: follow up information has been sought. As of 27-oct-2016 no additional information has been received, however information. Relating to the bfarm authority request will be provided in the final report. Case comment: liver carcinoma ruptured is considered listed, while off label use of device is considered unlisted according to dc bead m1 current reference safety information. In line with the assessment of the reporting physician, the company considers the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use of device is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Hcc ruptured, causing bleeding [liver carcinoma ruptured]. Dc bead m1 loaded with 75 mg epirubicin [off label use of device] . Case description: initial information received on 24-aug-2016: this medical device report was received from a physician via a company representative and concerned a (B)(6) male patient. The patient's medical history included äthyltox liver cirrhosis, multifocal hcc (hepatocellular carcinoma), some lesions under till 1 cm, and one lesion in segment 8 4,5 x 5,2 cm (that is the fracture). The patient's concomitant medications were unknown. On an unspecified date the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration date not reported). The intervention was unobtrusively. On (B)(6) 2016, 3 hours after the procedure, the patient was standing on the roof terrace smoking and collapsed. The CT showed a bleeding in seg. 8 (big lesion). Four hours after the m1-debtace the hcc ruptured and the patient went back to the angiosuite for coiling of the bleeding (emergency angio), intratumoral artery. Surgery was performed the next day. On an unspecified date, 2-3 days later, bi-segmentectomy was performed. 80 % tumor necrosis was visible. The patient was released home after 10 days on an unspecified date. The outcome of hcc ruptured was not provided. The reporting physician did not provide an assessment regarding seriousness or causality for the event but mentioned that this is a rare complication. The company considered the event 'hcc ruptured, causing bleeding' to be serious (medically significant, intervention required) and off label use of device to be non-serious. The treatment was assessed as off-label use of dc bead m1, since dc bead m1 is indicated only for use with doxorubicin or irinotecan and not with epirubicin. Case comment: liver carcinoma ruptured and off label use of device are considered unlisted according to dc bead m1 current reference safety information. In the absence of the reporter causality, the company considered the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Follow-up information received on 23-sep-2016: this medical device report was received from a physician and concerned a (B)(6) male patient born on (B)(6). The patient did not receive any concomitant medication. On (B)(6) 2016, the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration reported as not applicable). Debtace was performed superselectively and was completely uneventful. On (B)(6) 2016, 4 hours after the procedure, the patient experienced hcc ruptured with high risk for peritoneal seeding. On an unspecified date, platelet count was at 103.000/ microl, alanine aminotransferase was at 119 u/l, blood bilirubin was at 0.9 mg/dl, blood creatine was at 1.03 mg/dl. The other unspecified lab data were within normal limits. The outcome of hcc ruptured was fully recovered after 3 weeks, after a surgical procedure/resection. At the time of the report, the patient was still doing well and CT/MRI scans were planned to look for seeding in the abdominal cavity. The reporting physician reported that the hcc rupture occurred within 4 hours after debtace procedure and therefore assessed the event as related to debtace with dc bead m1. Information relating to the (B)(6) request will be provided in the final report. Additional information on 27-oct-2016: follow up information has been sought. As of 27-oct-2016, no additional information has been received, however information relating to the (B)(6) request will be provided in the final report. Additional information on 21-nov-2016: follow up information has been sought. As of 21-nov-2016, no additional information has been received, however information relating to the (B)(6) request will be provided in the final report. Case comment: liver carcinoma ruptured is considered listed, while off label use of device is considered unlisted according to dc bead m1 current reference safety information. In line with the assessment of the reporting physician, the company considers the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use of device is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Initial information received on (B)(6) 2016: this medical device report was received from a physician via a company representative and concerned a (B)(6) male patient. The patient's medical history included äthyltox liver cirrhosis, multifocal hcc (hepatocellular carcinoma), some lesions under till 1 cm, and one lesion in segment 8 4,5 x 5,2 cm (that is the fracture). The patient's concomitant medications were unknown. On an unspecified date the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration date not reported). The intervention was unobtrusively. On (B)(6) 2016, 3 hours after the procedure, the patient was standing on the roof terrace smoking and collapsed. The CT showed a bleeding in seg. 8 (big lesion). Four hours after the m1-debtace the hcc ruptured and the patient went back to the angiosuite for coiling of the bleeding (emergency angio), intratumoral artery. Surgery was performed the next day. On an unspecified date, 2-3 days later, bi-segmentectomie was performed. 80 % tumor necrosis was visible. The patient was released home after 10 days on an unspecified date. The outcome of hcc ruptured was not provided. The reporting physician did not provide an assessment regarding seriousness or causality for the event but mentioned that this is a rare complication. The company considered the event 'hcc ruptured, causing bleeding' to be serious (medically significant, intervention required) and off label use of device to be non-serious. The treatment was assessed as off-label use of dc bead m1, since dc bead m1 is indicated only for use with doxorubicin or irinotecan and not with epirubicin. Case comment: liver carcinoma ruptured and off label use of device are considered unlisted according to dc bead m1 current reference safety information. In the absence of the reporter causality, the company considered the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Follow-up information received on 23-sep-2016: this medical device report was received from a physician and concerned a (B)(6) male patient born on (B)(6). The patient did not receive any concomitant medication. On (B)(6) 2016, the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration reported as not applicable). Debtace was performed superselectively and was completely uneventful. On (B)(6) 2016, 4 hours after the procedure, the patient experienced hcc ruptured with high risk for peritoneal seeding. On an unspecified date, platelet count was at 103.000/ microl, alanine aminotransferase was at 119 u/l, blood bilirubin was at 0.9 mg/dl, blood creatine was at 1.03 mg/dl. The other unspecified lab data were within normal limits. The outcome of hcc ruptured was fully recovered after 3 weeks, after a surgical procedure/resection. At the time of the report, the patient was still doing well and CT/MRI scans were planned to look for seeding in the abdominal cavity. The reporting physician reported that the hcc rupture occurred within 4 hours after debtace procedure and therefore assessed the event as related to debtace with dc bead m1. Information relating to the bfarm authority request will be provided in the final report. Additional information on 27-oct-2016: follow up information has been sought. As of 27-oct-2016, no additional information has been received, however information relating to the bfarm authority request will be provided in the final report. Additional information on 21-nov-2016: follow up information has been sought. As of 21-nov-2016, no additional information has been received, however information relating to the bfarm authority request will be provided in the final report. Follow-up information received on 23-sep-2016: this medical device report was received from a physician and concerned a (B)(6) male patient born on (B)(6). The patient did not receive any concomitant medication. On (B)(6) 2016, the patient underwent debtace with 1 vial dc bead m1 loaded with 75 mg epirubicin for multifocal hcc (lot number and expiration reported as not applicable). Debtace was performed superselectively and was completely uneventful. On (B)(6) 2016, 4 hours after the procedure, the patient experienced hcc ruptured with high risk for peritoneal seeding. On an unspecified date, platelet count was at 103.000/ microl, alanine aminotransferase was at 119 u/l, blood bilirubin was at 0.9 mg/dl, blood creatine was at 1.03 mg/dl. The other unspecified lab data were within normal limits. The outcome of hcc ruptured was fully recovered after 3 weeks, after a surgical procedure/resection. At the time of the report, the patient was still doing well and CT/MRI scans were planned to look for seeding in the abdominal cavity. The reporting physician reported that the hcc rupture occurred within 4 hours after debtace procedure and therefore assessed the event as related to debtace with dc bead m1. Information relating to the bfarm authority request will be provided in the final report. Additional information on 27-oct-2016: follow up information has been sought. As of 27-oct-2016, no additional information has been received, however information relating to the bfarm authority request will be provided in the final report. Additional information on 21-nov-2016: follow up information has been sought. As of 21-nov-2016, no additional information has been received, however information relating to the bfarm authority request will be provided in the final report. Case comment: liver carcinoma ruptured is considered listed, while off label use of device is considered unlisted according to dc bead m1 current reference safety information. In line with the assessment of the reporting physician, the company considers the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use of device is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Risk assessment: the current approved indication for use is dc bead loaded with doxorubicin. While there is no data to support the use of dc bead with epirubicin, there are no contraindications listed in the IFU with regards to use of this chemotherapeutic agent. Furthermore, tumour rupture is a listed potential complication. The loading of an unlisted medication, such as epirubicin per se, has been assessed as highly unlikely to have led to the incident of hcc rupture. Tumour rupture is known to occur with embolization and it is no different when loading with doxorubicin or irinotecan. No requirement to update the product IFU has been identified in relation to the event of tumour rupture. Tumour rupture is listed in the dc bead m1 IFU as a known complication of treatment with dc bead. Dc bead m1 is currently classified as class iib. Of note, dc bead m1 has recently been reclassified to a class iii implantable device and implementation of the re-classification is underway with our notified body. In the initial report, it was stated by the reporting physician that the "intervention was unobtrusively." In follow-up from the reporter on 23-sep-2016 it was clarified that "intervention was unobtrusively" was to be interpreted as "debtace was performed super selectively and completed uneventful." The reporter also stated that the potential consequence for the patient following this event was a "high risk for peritoneal seeding." The sales data and the details of similar cases are provided below, however, the number of procedures performed is calculated estimating 2 vials per procedure:(B)(4) procedures performed. The reporting rate of tumour rupture is 8/90,986 (0.009% of procedures), which is within the acceptable frequency per the risk management report and the expected incidence of between 0.15% to 14.5%, as identified in the medical literature referenced in the company baseline risk document. Given this rare rate of occurrence, the evaluation concluded that the benefit/risk ratio for the device remains favorable. Annual sales figures in (B)(4) for each of the past three years. Btg markets dc bead under the trade name "lc bead" in the USA, therefore lc bead sales volumes have been included. Btg sales figures prior to april 2015 cannot be reliably split according to country of sales, so have been combined to provide an overall number of dc bead vials. From jan-2013 thru apr-2015, the sales data has been provided as: global sales 2013 2014 01jan15 - apr15 dc bead and lc bead (B)(4). From apr-2015 thru nov-2016, the sales data has been provided as: apr15-31dec15 ~ 01jan16 - 30nov16 (B)(4). There were 8 other similar incidents reported from germany, europe (excl. De), and worldwide (excl. De and EU) for each of the past three years. Similar reports received : 2013 2014 2015 2016 germany 0 0 0 0 europe (excluding germany) 0 0 0 0 row 0 0 6 1 btg case reference date country product product size :..far-pce-14-0068 sep-14 germany dc bead 300-500 description: publication from journal "cardiovascular and interventional radiology", published on 24th march, 2011, described an event where a patient died of intra-abdominal haemorrhage due to tumor rupture 14 hours after a deb-dox procedure with dc beads. Pt term soc code: tumour rupture [10070627] :.far-pce-15-0006 (B)(6) dc bead 100-300um description: spontaneous report concerning a female patient who received dc bead deb-tace on (b)(6 2015. On the same day, the patient experienced the first symptoms of hcc rupture. On (B)(6) 2015, the patient experienced fatal cardiopulmonary arrest, secondary to hcc rupture. Pt term soc code: tumour rupture [10070627] : far-pce-15-0010 (B)(6) dc bead na description: spontaneous report concerning a patient who underwent deb-tace for hcc treatment, and was diagnosed the following day with tumour rupture. The patient experienced a fall, and subsequently developed shock so it is unknown if the tumour bleeding was caused by the deb-tace procedure or the fall. Patient's subsequent course was complicated by renal failure, mrsa-sepsis and patient death 17 days after the procedure. Pt term soc code: tumor rupture [10070627] 3. Far-pce-15-0010 (B)(6) dc bead na description: spontaneous report concerning a patient who underwent deb-tace for hcc treatment, and was diagnosed the following day with tumour rupture. The patient experienced a fall, and subsequently developed shock so it is unknown if the tumour bleeding was caused by the deb-tace procedure or the fall. Patient's subsequent course was complicated by renal failure, mrsa-sepsis and patient death 17 days after the procedure. Pt term soc code: tumour rupture [10070627] :.far-pce-15-0023 (B)(6) dc bead na description: spontaneous report concerning a patient who was treated with dc bead deb-tace and later the same day the patient developed abdominal pain and hypotension. CT scan revealed tumor rupture and intraabdominal haemorrhage. Despite intensive support the patient died three days later. Pt term soc code: tumour rupture [10070627] : far-pce-15-0027 (B)(6) dc bead m1 70-150um description: spontaneous report concerning a patient who was treated with dc bead m1 product end experienced tumour rupture approximately one month after the procedure. The patient also had peripheral metastases and hemoperitoneum. Further clinical information was requested for patient outcome, however, no further information was received. Pt term soc code: tumour rupture [10070627] : far-pce-15-0033 (B)(6) dc bead na description: spontaneous report concerning a patient who underwent dc bead deb-tace on (B)(6) 2014. Four days post procedure, on (B)(6) 2014, intra-abdominal bleeding due to tumour rupture was noted. A haemostatic procedure was successfully performed, and the patient recovered from the event, but it did lead to prolonged hospitalization. Pt term soc code: tumour rupture [10070627] : far-pce-15-0044 (B)(6) dc bead 100-300um description: this complaint is a literature publication, ref: case reports in oncology 2014;7:739-745. This article concerns a delayed intratumoral haemorrhage after drug-eluting bead transarterial chemoembolization for hepatocellular carcinoma. Pt term soc code: tumour rupture [10070627] :. Btg01054(B)(6) 2016 (B)(6) dc bead 100 - 300 microm description: spontaneous report concerning (B)(6) male patient who received dc bead deb-tace on (B)(6) 2015. Approximately 3 months later, the patient experienced ruptured liver carcinoma [liver carcinoma ruptured]. The patient recovered in (B)(6) 2015. Pt term soc code: tumour rupture [10070627]. The contact information for the european representative and distributor in (B)(4). Case comment: liver carcinoma ruptured is considered listed, while off label use of device is considered unlisted according to dc bead m1 current reference safety information. In line with the assessment of the reporting physician, the company considers the event 'hcc ruptured, causing bleeding' to be a potential complication and therefore related to the dc bead m1 because this possibility cannot be excluded. The off label use of device is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.